Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. However, patient deceased due to an unrelated cause prior to the epi alert on (B)(6) 2022. Further information was requested, but not yet available.